Manufacturer narrative:
Submit date: 1/6/2009. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2008, that a customer had an issue with a hypodermic needle. The customer reports that the health care professional was stuck in the left thumb upon the patient moving.